Event description:
A healthcare facility in (B)(6) reported that an mr730 respiratory humidifier would not power on. When the unit was opened by the biomedical engineer, it was noted that the "connectors on the board were blackened." No pt consequence was reported.

Manufacturer narrative:
(B)(4). The complaint humidifier has been returned to fisher & paykel healthcare's regional office and service center in (B)(4). The unit is currently under eval. We will provide a f/u report upon completion of our investigation.